Manufacturer narrative:
A partial lead was returned in one piece measuring 52.6 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up with a pocket infection. The patient's pocket was inflamed and broken. The cause of the infection was not provided. The patient's pulse generator system was removed and replaced. The patient was stable. The patient's pulse generator was re-sterilized by the facility and re-implanted at a later date.